Event description:
It was reported that the patient had the artificial urinary sphincter ( aus) pump component removed as the pump was in a position that the patient could not cycle the aus. A new pump was placed at base of scrotum. Following the surgery, the aus was functioning as designed and with no issues.